Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter read inaccurately high compared to another meter. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. The patient reported blood glucose results of ¿21.1 mmol/l¿ with the subject meter and ¿5.3 mmol/l¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient claimed she felt a symptom of ¿hypo.¿ symptoms were not specified. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient does not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.